Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient just got for the third time (dbs system replaced for the third time) because the patient had an infection in their brain since they put in the first one. The caller said the first-time infection was noted quite soon after the implant. Within one month of the implant, they took out one side (right lead) and did not take out the stimulator or left side (see (B)(4) for infection, lead removal antibiotics). It got infected again because the apparatus was probably infected, so it was taken out the next time. The caller said the patient had placement three times, and every time they had received questionnaires from the manufacturer company, they filled them out and sent them back, and they reported this information. The caller said the patient had a pic line at home for months, and the caller had to give them IV antibiotics for a month every 8 hours. The caller said the whole thing came back again, so they had to provide double-strength antibiotics, twice the dose, and the patient got very sick and was in the ER with a white count of less. The caller said the patient had a "serration" infection in their brain for two years. The caller said the whole right brain went on the left side of the patient's head because there was so much infection. The caller said they don't know anything anymore because the patient had an infection in the brain for three years, which has been very hard on them.